Manufacturer narrative:
(B)(4). Insulin pump received with critical pump error (open book) and crest download unsuccessful due to moisture damage on electronics assembly on pcba1 and pcba2. Unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Insulin pump received with moisture damage noted on motor, vibrator motor or battery tube assembly. However, insulin pump tested with reference test electronics pcba1 and pcba2, was able to boot up properly with no critical pump error noted. Insulin pump received with cracked battery tube threads, missing display window cover and cracked case at battery tube side. The unit p-cap / test reservoir locks in place properly.

Event description:
Information received by medtronic stated that the fluid in the insulin pump. No harm was required during medical intervention. The insulin pump was returned for analysis.